Event description:
During a remote follow up, far field p wave oversensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and a rv lead dislodgement was observed. It was suspected the rv lead suture was not properly anchored when it was originally implanted. The rv lead was explanted and replaced to resolve the event. The patient was stable.